Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. An olympus endoscope service specialist has visited the facility and provided inservicing support on the appropriate reprocessing of the device, and further inservicing is being planned. The cause of the reported phenomenon cannot be conclusively determined, however the investigation into this matter indicates that the device may not have been completely reprocessed prior to use. This report is being filed in an abundance of caution.

Event description:
The user facility reported that during a bronchoscopy, blue fluid was observed to emerge from the bronchoscope into the pt's lungs. The fluid was reportedly suctioned from the pt's lungs. The user facility declined to provide further detailed information regarding the reported event.